Event description:
Thirty pound weight gain, right knee swelling, swelling of both lower legs. Info was received from a female consumer in 2007. She had a medical history of osteoarthritis and received synvisc injections into both knees. The first two injections were administered into the left knee on unk dates and the third injection was administered on sixteen days earlier. Two injections into the right knee occurred on unk dates. The patient reported that she was hospitalized due to a thirty pound weight gain after the third injection (in the left knee). She also reported swelling in her right knee and both right and left lower legs. The left leg was worse. At the time of this report, it was unk if the patient had recovered. Qa investigation results: review of data did not indicate trends that could be associated to any product complaint.